Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms which triggered a lead safety switch (lss). As a result, the ra lead was automatically switched by the pacemaker device from the bipolar to the unipolar pace and sense configuration. It was noted that the daily measurements for ra pace impedance were stable prior to the sudden high out of range measurement. The following day, there was a signal artifact monitor (sam) episode due to myopotential noise oversensed on the ra lead, which is in the unipolar sensing configuration following the lss. As a result, the mv feature was automatically disabled by the pacemaker device. Boston scientific technical services (ts) noted that the ra pacing percentage had been 48 percent and decreased to zero (0) percent, which indicates there is likely a lot of myopotential noise oversensing occurring resulting in ra pacing inhibition. Ts discussed troubleshooting the ra lead with the healthcare provider (hcp), who indicated they will check the lead to see if it is broken. The lead remains in-service. No patient symptoms or adverse patient effects were reported.